Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and performed a filament calibration. No pt injury was reported.

Event description:
The customer reported the x-ray tube intermittently makes a popping sound and the system will not fluoro. No pt injury was reported.